Event description:
It was reported that the patient underwent a cervical spine surgery. The x-ray showed one screw was not solidity and was dislocated. The patient underwent a revision surgery to remove the screw and replace it with a new screw. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.